Event description:
It was reported the patient's scs ipg was explanted due to eol.

Manufacturer narrative:
Results: complaint could not be confirmed for "battery depletion." As received, the ipg successfully communicated with a test standard patient programmer and displayed a low battery warning message. The ipg was pulse loaded to check for battery passivation. Post load testing, the low battery flag was no longer present. This was an indication that the low battery flag was due to battery passivation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.